Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: stockert generator, model and serial numbers unknown. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia with a thermocool smart touch unidirectional sf catheter where char and coagulum were noted on the tip of the catheter. At the completion of the procedure, the catheter was removed from the patient. This is when the char/coagulum were found on the catheter tip. There were no patient consequences as a result of this event. The generator was being used in power control mode with default cutoff values. It was noted that, during the delivery of the final ablation lesions, the generator stopped the application of radiofrequency (rf) energy as a result of the temperature limit being reached. Power/temperature/impedance values at the time of the event are unknown. The anticoagulant in use was heparinized saline, 1000 units/l. Since ablation was unable to be performed past the temperature cutoff value, this part of the event is not MDR reportable. Additionally, char is a physical phenomenon of rf application, and can be the result of a normal ablation process. The char issue is also not MDR reportable. However, the presence of coagulum makes this event MDR reportable, as coagulum exhibits poor adherence to catheters and transseptal sheaths, making it a potential source of embolism.

Manufacturer narrative:
On 1/12/2017, biosense webster received information that the catalog number of the catheter originally reported was incorrect. All relevant fields have been updated. (B)(4). It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia with a thermocool smart touch bidirectional sf catheter where char and coagulum were noted on the tip of the catheter. The returned device was visually inspected, and was found in good condition. The char/coagulum particles were returned in a separate bag. Fourier transform infrared spectroscopy (ft-ir) analysis was performed in order to identify the type of material returned. The results suggested that the material had a biological composition similar to that exhibited by human tissue. Per the reported event, the catheter was tested for electrical performance, temperature comportment and generator compatibility, and it was found within specifications. In addition, an irrigation test was performed, which the catheter passed. No occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding char/coagulum issues has been verified. However, the catheter was found within specifications. Based on available analysis finding results, the failure mode does not appear to be caused by any internal bwi processes.